Event description:
It was reported the patient presented for implant procedure. During surgery, it was confirmed by x-ray the ventricular leadless pacemaker (lp) dislodged to the pulmonary artery. The lp was retrieved and the implant attempted abandoned. The patient was in stable condition.

Manufacturer narrative:
The reported event of dislodgement during implant post tether mode could not be confirmed. The leadless pacemaker was returned for analysis. Visual inspection showed that the helix length was within specification. Performed device history record (DHR) review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted; the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.